Manufacturer narrative:
The device history record (DHR) of lot number 7290075 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 450cc saline prosthesis catalog #3502450, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 450cc saline prosthesis. Deflation was diagnosed on (B)(6) 2018 through physical examination by a physician. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
On 04/30/2018, it was reported to mentor that the replacement devices were saline mentor smooth round moderate plus profile 500cc breast implants. In addition, the date problem observed was (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/15/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 450cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures, and no leak sites were found. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was not confirmed since no anomalies were found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 5/11/2018. The final fill volume of the impacted product was 480ccs. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate plus profile 500cc saline prostheses was also performed. Manufacturer¿s reference number: (B)(4).